Event description:
It was reported that the user felt low with a blood glucose of 75 mg/dl, experienced jitteriness, and indicated that the device did not provide a low or urgent low alert; education and troubleshooting were provided, including guidance on treating suspected low glucose with oral glucose and reassessment after 15 minutes. Symptoms included jitteriness consistent with hypoglycemic sensations. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included user counseling on hypoglycemia management and device use. Investigation of this case revealed no device alarms for low glucose during the event and no device malfunction was identified; oral glucose was recommended as treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.